Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 needles were clogged with an unspecified bd microlance¿ 26g 10mm. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that 4 needles from the same box were occluded description of issue: the customer told that 4 needles from the same box were occluded. Number of occurrences: 4. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. No. Proceed to step 4.. Yes. Bd will not contact the customer. Which needle is the customer using? Ago bd microlance 26g 10mm. Needle lot number: n/a. What was your bg reading at the time of this event? N/a. Was customer able to load a new cartridge? Yes. Resolution: